Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation. A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, the surgeon was engaging the helical screw locking bolt with hexagonal flexible screwdriver when the screwdriver broke on the shaft near the handle. The shaft of the screwdriver broke cleanly and did not injure the patient nor the surgeon. A second trochanteric femoral nailing advanced (tfna)set was ordered and opened. The procedure was successfully completed with ten minutes surgical delay. No patient consequence. Concomitant devices reported: unknown tfna locking screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) 5mm hex flexible screwdriver. This report is 1 of 1 for (B)(4).